Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The distributor reports that the plastic tubing above needle was split. It caused blood to pulsate out of tubing after the artery was accessed. Needle had to be removed and pressure held to stop bleeding. There was no patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
The distributor reports that the plastic tubing above needle was split. It caused blood to pulsate out of tubing after the artery was accessed. Needle had to be removed and pressure held to stop bleeding. There was no patient harm reported.